Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner malfunctioned. Product will not be returning as it was disposed

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 -if other provide code corrected to "device discarded" h3 other text : device discarded.

Manufacturer narrative:
Trackwise (B)(4). Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner malfunctioned.